Manufacturer narrative:
B3 date of event: data was provided for events recorded 01jan2019-31mar2024. 01jan2019 selected as the earliest possible date of event. Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc. Detailed product information was not provided to bsc and no further information is available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.

Event description:
Boston scientific performed a retrospective data analysis on trapper using the pinc ai healthcare database from premier. Patients are identified through use of trapper as identified in charge master billing. Adverse events were identified through the respective cpt/ICD-10 coding. The procedures were performed from (B)(6) 2019 to (B)(6) 2024. These analyses are being performed as a specific activity to assess safety and performance rates associated with the subject device. Trapper outcomes were assessed against trapit and runthrough. Rates of the adverse events including death, myocardial infarction, pericardial effusion, cardiac tamponade, acute renal failure, contrast allergy, bleeding, embolism and stroke are reported. A total of 1879 patients underwent a procedure using trapper. The following is a summary of those results over 5 years (B)(6) 2019 - (B)(6) 2024): myocardial infarction rates trapper cases: 12 out of 1879 patients resulting in a rate of (B)(4), compared to the competitor rate of (B)(4).. Myocardial infarction rates for trapper cases fall within the range of competitors. Rates for myocardial infarction are therefore comparable to those of the competitive products and are therefore acceptable. Pericardial effusion rates trapper cases: 2 out of 1879 patients resulting in a rate of 0.11%, compared to the competitor rate of 0.00%-0.00%. Pericardial effusion would likely be caused by vessel trauma. The 95% confidence interval for pericardial effusion occurrence during trapper cases overlaps with the competitors 95% confidence interval. Rates for pericardial effusion are therefore comparable to those of the competitive products and are therefore acceptable. Cardiac tamponade rates trapper rota cases: 9 out of 1879 patients resulting in a rate of 0.48%, compared to the competitor rate of 0.11%-1.20%. Cardiac tamponade rates for trapper cases fall within the range of those of the competitors. Rates for cardiac tamponade are therefore comparable to those of the competitive products and are therefore acceptable. Acute renal failure rates trapper cases: 57 out of 1879 patients resulting in a rate of 3.03%, compared to the competitor rate of 1.20%-2.15%. Acute renal failure rates for trapper are higher than those of competitors. This indicates that more complex cases are being treated with trapper. The 95% confidence interval for acute renal failure occurrence during trapper cases overlaps with the competitors 95% confidence interval. Rates for acute renal failure are therefore comparable to those of the competitive products and are therefore acceptable. Contrast allergy rates trapper cases: 9 out of 1879 patients resulting in a rate of 0.48%, compared to the competitor rate of 0.00%-0.38%. Contrast allergy rates for trapper are higher than those of competitors. The 95% confidence interval for contrast allergy occurrence during trapper cases overlaps with the competitors 95% confidence interval. Rates for contrast allergy are therefore comparable to those of the competitive products and are therefore acceptable. Bleeding rates trapper cases: 53 out of 1879 patients resulting in a rate of 2.82%, compared to the competitor rate of 0.27%-2.04%. Bleeding rates for trapper cases are higher than those of competitors. The confidence interval applied for bleeding occurrence during trapper cases overlaps with the competitors confidence interval. Rates for bleeding are therefore comparable to those of the competitive products and are therefore acceptable. Embolism rates trapper cases: 23 out of 1879 patients resulting in a rate of 1.22%, compared to the competitor rate of 0.27%-2.41%. Embolism rates for trapper cases are higher than those of competitors. Further analysis found that the cases were complex with high guidewire usage per case. There is no trending for high rates of embolism year over year. Rates for embolism will continue to be monitored. Stroke rates trapper cases: 20 out of 1879 patients resulting in a rate of 1.06%, compared to the competitor rate of 0.00%-0.48%. Stroke rates for trapper cases are higher than those of the competitors. The 95% confidence interval for stroke occurrence during trapper cases overlaps with the competitors 95% confidence interval. Rates for stroke are therefore comparable to those of the competitive products and are therefore acceptable.